Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was duplicated. The lamp could not light up to combinate with other devices. The filament looked broken. Based on the past similar cases, omsc assumed that it is highly possible that the filament (tungsten) deteriorated due to the storage and operating environment of the lamp and light source equipment. It was assumed to be an accidental occurrence of the device since there was no tendency of multiple occurrences.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the lamp error occurred. The user changed another lamp and its error was solved. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event. On december 22, 2020, (omsc) completed to evaluate the risk of the reported phenomenon and decided that the phenomenon was pae.